Manufacturer narrative:
(B)(4). Report source: foreign source: (B)(6). The clinic reporting this issue is: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the clinic had concerns about the sterility of the device due to the packaging. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable, as there was no issue with the sterility of the device.

Event description:
It was reported the surgeon was concerned about the sterility of the package since the packaging design has changed for this product and he was unaware of the change, and did not want to use the product. However, there was no real issue with the package. Upon reassessment of the reported event, it was determined to not be reportable, as there was no issue with the sterility of the device.